Event description:
1986 pt had right chest reconstruction with insertion of right silicone implant secondary to birth defect of right poland's syndrome. MFR of implant unknown. Pt admitted to hospital for removal and replacement secondary to implant shift, scar tissue and time to change implant. Upon enter to the operative area it was noted that the right silicone implant had ruptured.